Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long post-operatively did the issues occur? Original procedure was a tka performed (B)(6) 2017 patient demographics ¿ bmi, comorbidities, revision surgery or not, ¿ (B)(6) no noteworthy comorbidities. Any patient/anatomical anomalies? Patient had a prior transverse incision at the knee from a fall and resultant laceration. Did the patient(s) experience high speed impact or excessive tension on the joint such as a falling down? Patient was getting up from a deep seated position when she heard and felt a pop. Pain and fluid build-up were immediate. Additionally, her patella would dislocate laterally with full extension. What led to the patient coming back ¿ routine check-up, pain, felt a pop¿? See #4. Were there any issues with the implanted hardware? None observed. Were there any issues with other parts of the knee anatomy (not including the capsule) patella dislocated with extension. Any abscess, hematoma, seroma, infection or delayed wound healing found along the suture line? 100+cc¿s worth of bloody fluid was suctioned out of the knee upon entry at the time of re-operation, no infection. Did the suture break or was it intact and either pulled away from the tissue or the tissue torn? The stratafix spiral monocryl skin layer, as well as 1 symmetric and 2-0 symmetric adipose layers was fully in tact. It¿s assumed the 1 symmetric capsule layer was torn but couldn¿t be determined definitively. If the tissue tore, where did it happen? Tissue was torn but more off the vmo (medial side of the capsule) than where the capsule had been sutured closed if the suture broke, where did it happen in regard to the knee anatomy? If it broke, it was towards the middle of the capsule incision. The beginning and ends of the incision were in-tact. What part of the suture broke ¿ core, fixation tab, etc. If the core broke, where along the suture length did it break? If the core broke, what did the broken ends look like? Core was frayed and split in half lengthwise. Fixation tabs appeared intact. What did the suture look like in the capsule before it was explanted? What was still ¿in the tissue¿ and what was not. Unknown - the suture was clear and the field very bloody due to all the fluid what did the suture look like after explantation? Sending in for analysis. Technique what product code and lot # was used? Unk lot - symmetric 1 os-6 (B)(4). Was the knee closed in flexion and if so, what degree? Knee capsule was closed in flexion. It was likely less than 20 degrees. Following capsule closure, the knee was taken through full rom to ensure the patella tracked appropriately. Following rom, the knee was returned back to flexion (closer to 45 degrees) for closure of adipose and skin using additional stratafix sutures (1 symmetric used to close the deep adipose layer, 2-0 symmetric was used to close the superficial adipose layer, with a monocryl spiral on the skin). Was the capsule aligned using a few interrupted sutures first or was only stratafix symmetric pds plus used? Only symmetric what was the approximate incision length? 15cm were one or more devices used to close the capsule? Only symmetric describe the general technique used and in particular: was stratafix used in the procedure only to close the joint capsule or only to close the skin/subcutaneous? In what tissue was the first pass of the needle-suture placed? Symmetric 1 os-6 (B)(4) was used to close the capsule and first layer of adipose. Symmetric 2-0 CT-1 (B)(4) was used to close the second layer of adipose. In-tact tissue is always used for the first pass.

Event description:
It was reported that patient underwent a tka procedure on (B)(6) 2017 and barbed suture was used to close the capsule and first layer of adipose. Knee capsule was closed in flexion, then following capsule closure, the knee was taken through full rom to ensure the patella tracked appropriately. Following rom, the knee was returned back to flexion (closer to 45 degrees) for closure of adipose and skin. Approximately 6 weeks post operatively, the patient was standing from a deep-seated position and heard and felt a pop. The patient experienced patella dislocation and fluid build- up on the knee with pain. A second procedure was performed a left quadriceps tendon repair medial retinacular on (B)(6) 2017. 100+cc¿s worth of bloody fluid was aspirated and the surgeon noted the barbed suture used on skin and adipose tissue was intact. When the surgeon explored the capsule, he noted the tissue was torn. The suture removed from the capsule appeared frayed and ¿split in half¿ lengthwise. The surgeon opined that the event was combination of factors. The surgeon opined the tissue was under stress, tore, and the suture had degraded enough (i.e. Lost enough tensile strength) to tear as well. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4) date sent to FDA: (B)(6)2018. The actual sample was returned for evaluation. Eight pieces of suture were returned for evaluation. Each of the samples were examined. All samples were mainly devoid of the violet dye which is completely expected after being implanted for 6 weeks. Many of the samples had ends that appeared to be cut via a mechanical means such as scissors or a scalpel. These cuts were likely a result of removing the suture from the patient, however, it is still possible that the partial cut observed in one sample occurred during the original procedure. It should be noted that the area where there was a suspected partial cut was still partially intact and not a point of failure. There were some samples where it appeared the ends were not cut by a mechanical means, but perhaps broke apart in some other manner. However, it cannot be determined when or how this occurred. Each sample had areas where barbs were missing, distorted, and fully intact. The distorted and missing barbs are likely a result of removing the suture from the patient whether the device was pulled against the barbs or just simply from handling with instruments or otherwise. Some samples were split down the center in various sections, the reason is unknown. No definitive conclusion can be made as to the relationship between the cause of the complaint and the device used to close the knee capsule. The returned samples were thoroughly examined, but had undergone significant hydrolysis and manipulation which must be considered since no mechanical property testing can be performed.

Manufacturer narrative:
Eight suture pieces were returned for analysis. During the visual inspection of the sample, body fluids, missing and damage barbs, damage (split) on the pieces of the suture and cuts that appears to be by the use of surgical instrument could be observed. In addition, as the suture was received opened and used, the degradation process already begun and no additional test could be performed. Due to suture is absorb-able and was exposed to environment and humidity. According to the sample condition, we are unable to determinate the potential cause of breakage suture and the patient related issue.